Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had ink blots that blocked graphics and text. The customer continued to use the pump and/or manual injections for insulin therapy. Customer's blood glucose was 81 mg/dl.